Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, the cadière forceps(cf) instrument was not recognized by the sterile interface module(sim). The surgeon attempted to use the cadière instrument to retain tissue while releasing the colon next to the spleen. Multiple attempts were made to connect and disconnect the cf to the sim, with each attempt resulting in a error message stating "no instrument indication." The issue was resolved by replacing the cf with another one, which was recognized and functioned correctly. There was no patient injury.

Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the associated device logs for the reported sterile interface module. The sterile interface module sample was not made available for this incident. Evaluation of the logs indicated that the sterile interface module (sim) was connected to the cadiere forceps and showed instances of an error code for 'no attached instrument - motion limits', between instrument recognition messages. The error messages stated, "insertion disabled. If docked, attach supported instrument. If draping/un-docked, open port latch to move instrument drive unit.". This indicates an instrument connectivity issue. The sim had the thicker gold plating. Evaluation of the sterile interface module confirmed the reported condition, however, the investigation concluded there were no abno rmalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a sim and instrument connectivity issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic sigmoidectomy procedure, the cadière forceps(cf) instrument was not recognized by the sterile interface module(sim). The surgeon attempted to use the cadière instrument to retain tissue while releasing the colon next to the spleen. Multiple attempts were made to connect and disconnect the cf to the sim, with each attempt resulting in a error message stating "no instrument indication." The issue was resolved by replacing the cf with another one, which was recognized and functioned correctly. There was no patient injury.